Manufacturer narrative:
It was reported to abbott a patient was experiencing pain at the ipg site. Patient did not report any traumas, falls or weight changes that would cause this pain. The patient had effective therapy. The physician plans to put the ipg deeper into the pocket. Surgery is pending scheduling. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the ipg site was revised to resolve the issue.